Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that upon attempted interrogation, the implantable cardioverter defibrillator could not be interrogated. The patient received vibratory notifier previously and did not follow up in clinic. The device exhibited loss of telemetry and loss of output. No obvious electromagnetic interference was present. The device was explanted and replaced on (B)(6) 2017. The patient was in stable condition prior, during, and post operation.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery.